Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic minimally invasive colorectal surgery of the rectum, the device had poor staple formation which started only forming a "b", also there was an incomplete staple line and was locked on the tissue, they push the black sledge back and the jaws opened. The magazine was 45 degrees in the rectum, when the surgeon pushed the green knob and start squeezing the device, on the first squeeze it was okay, but after that he heard a noise "knack", then the unit did not work. They used a new device to complete the case and resolve the issue. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use instrument. Initial visual inspection of the instrument noted no ab normalities. Functionally, the instrument was loaded with single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.